Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2011 - medical records were received. The revision operative report indicates that additionally the patient had gross loosening of the femoral component with subsidence. The complaint was reopened to add the femoral stem and sleeve. Update - (B)(4) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. The devices associated with this report were not returned. Device history records have been reviewed for the stem and sleeve component product/lot combinations added to this report. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Review of provided medical records did not identify a root cause for the reported problem. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain, osteolysis and cup loosening.